Event description:
Caller reported blood glucose results of 548 mg/dl, hi, which on the advantage system indicates a result in excess of 600 mg/dl, and 115 mg/dl on the advantage system within 10 minutes. Reported no adverse event relative to discrepancies. A request was made for the return of the system, replacement was sent.